Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in clinic experiencing fatigue. Upon interrogation, the right ventricular lead exhibited noise. Noise was reproducible with isometric testing. During isometric testing, the lead impedance would vary. No other electrical anomalies were noted. The lead was reprogrammed but continued to exhibit noise. On (B)(6) 2016, the lead continued to exhibit noise and varying impedance. No intervention was performed. The patient would continue to be monitored.